Event description:
It was reported that, "during a lap procedure for an ectopic pregnancy, the handle did not allow the electrode tip to power up. The procedure was changed to an open procedure."

Manufacturer narrative:
The device was returned. A multi-functional team is going to the hospital to discuss the event with the surgeon. The return device will be evaluated following this meeting. I will file a supplemental report when the investigation is complete.